Manufacturer narrative:
(B)(4).

Event description:
It was reported that despite the device being in aai mode there was 0% ap and 0% as events. The device was clearing atrial pacing which was observed on a freeze capture. The patient will continue to be followed. No further information available.